Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The modular cable was changed out due to a torn area that had been rescue taped in the past. Since the pump would be stopped for the controller exchange the site thought it made sense to change it out at that time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of discoloring noted under the display screen window of the liquid crystal display (lcd) was confirmed via the evaluation of the returned system controller. The lcd of the system controller, serial number (B)(6), was discolored, and the bottom left portion of the display was not legible. The controller was disassembled, and severe fluid ingress was observed throughout the controller¿s internal components. Fluid ingress residue was mostly observed near the lcd screen; the residue was removed from the face of the lcd screen and the corresponding window. The controller was reassembled, and the entire display was legible. Despite the observed fluid ingress, the controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The downloaded log file contained approximately 3 days of relevant data ((B)(6) 2025). The data in the log file did not indicate any issues with the system controller maintaining pump operation. The pump maintained a speed within the low-speed limit without issue while the driveline was connected. A root cause for the reported difficulty in reading messages off the system controller display was determined to be due to fluid ingress; however, a root cause for the fluid ingress cannot be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and its power cables. Heartmate 3 instructions for use (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the issue does not resolve. Heartmate 3 patient handbook (rev. A) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use (rev. D) section 6 ¿ ¿patient care and management¿ warns the user to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. The heartmate 3 patient handbook (rev. A) and the heartmate 3 instructions for use (rev. D) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller was exchanged due to fluid in the controller screen and being unable to read messages on the screen.